Manufacturer narrative:
(B)(4) - incision sutured, no product malfunction. Conclusions: the product pertaining to this event was discarded. Based on the complaint history, it was determined that the root cause of this event was due to loading error and the off-label use of the injection system with this model lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. The trailing plate haptic tore during insertion into the eye. The lens was cut in half to remove from eye. The incision was enlarged and the wound was sutured. Another same model and size lens was implanted. Reporter stated the lens was loaded incorrectly. The lens was discarded. The reporter stated they used an injection system, which has not been approved by the manufacturer for use with this lens model. The reporter stated they are aware that using this injection system is off-label use.